Event description:
It was reported that during a shoulder procedure using a magnum2 knotless implant with a smartstitch perfectpasser suture cartridge, it was discovered that the sutures had become loose after the implant was deployed. The surgeon opted to cut the sutures on this implant and double stack a new like implant on top of the initial magnum2 implant, to complete the procedure. There were no significant delays or patient complications reported as a results of this event.